Manufacturer narrative:
(B)(4). Device lot # was not provided/unknown.

Event description:
It was reported that healing abutment loosened. Tooth location # 15.

Manufacturer narrative:
One certain® straight healing abutment was returned for inspection. A visual inspection revealed that the collar and body are noted to be worn, indicating use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on one-piece abutment placement as well as recommended torque values. In the case of low-profile abutments, it is recommended to torque at 20ncm. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.